Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that when the tanks are connected and the wall hose is not connected, the oxygen blows out. The fse provided the customer with part information to replace the manifold.

Event description:
It was reported that the unit's manifold check valve has a leak. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. Event date not specified; estimate used.